Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and bent nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign (B)(4) continues to monitor these events as part of our post market activities.

Event description:
We became aware on 7/28/2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a bent nail. The broken im nail was replaced with a 11mm x 380mm standard nail per the sign technique manual. Surgeon comment: "lt femyr midshaft fracture sign nailing 1/15 with hypertophic non union and bent nail here to freshen fracture site and renailing."